Event description:
It was reported that a dissection occurred during use of the jetstream. This 2.4 mm jetstream xc atherectomy catheter was selected for treatment of an occluded superficial femoral artery and popliteal. The lesion was 95 percent stenosed with moderate calcification and no tortuosity. During the procedure, the catheter rotation became slow and was ineffective. It was difficult to withdraw the catheter and impossible to reintroduce the non-boston scientific guidewire. The guidewire came out through a hole in the catheter that was not intended for the guidewire to exit. A dissection (grade b) occurred that was treated with a balloon catheter (10 minutes) and a bare metal stent. The procedure was completed with another device and the patient was expected to fully recover.

Manufacturer narrative:
Device eval by manufacturer: this jetstream xc atherectomy catheter was returned for analysis. Visual and microscopic inspection was completed and found no anomalies. Device to device interaction test was performed by inserting a test guidewire into the device. The test guidewire was able to pass through without any issues. The housing was disassembled which revealed that the small gear on the pinion shaft was no longer engaged with the larger gear on the motor. Inspection of the remainder of the device presented no other damage or irregularities. The complaint was confirmed for rotation issues; however, the hole in the catheter and any damage that might have led to removal difficulty were not able to be confirmed.

Event description:
It was reported that a dissection occurred during use of the jetstream. This 2.4 mm jetstream xc atherectomy catheter was selected for treatment of an occluded superficial femoral artery and popliteal. The lesion was 95 percent stenosed with moderate calcification and no tortuosity. During the procedure, the catheter rotation became slow and was ineffective. It was difficult to withdraw the catheter and impossible to reintroduce the non-boston scientific guidewire. The guidewire came out through a hole in the catheter that was not intended for the guidewire to exit. A dissection (grade b) occurred that was treated with a balloon catheter (10 minutes) and a bare metal stent. The procedure was completed with another device and the patient was expected to fully recover. Device eval by manufacturer: this jetstream xc atherectomy catheter was returned for analysis. Visual and microscopic inspection was completed and found no anomalies. The housing was disassembled which revealed that the small gear on the pinion shaft was no longer engaged with the larger gear on the motor. Device to device interaction test was performed by inserting a test guidewire into the device. The test guidewire was able to pass through without any issues. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the allegation of blades not spinning.